Manufacturer narrative:
It was noted by the representative for the product who was in surgery with the doctor, the doctor is very aggressive with the equipment.

Event description:
While performing a 2 level fusion (l4 to s1), the screw extension sleeves pulled away when properly seated. The sleeves pulled away from both l5 and one s1 most caudal screw. The screw driver then became unattached from the screw which caused an extension time in surgery to reattach the sleeves for the l5 and the s1. The screw threads of the closure top pulled out of the left l5 screw during lock down. The l4 and the s1 are locked down and the doctor is not worried about fusion.